Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alerted for shock impedances over 150 ohms on (B)(6) 2019. Lead was evaluated but continued to present with impedances over 150 ohms in all configurations. B>a, b>x and b>ax. R waves were wnl at 8.5 mv and the threshold was 0.6v@0.4ms. Lead was explanted on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.